Event description:
I had mentor memory gel breast implants put in (B)(6) 2016. Seven weeks later both of my knees swelled up so big that I couldn't even walk. I went to two doctors finally got cortisone shot in my knees twice in two weeks. Then after that every 3 to 6 months. Then I started having trouble with my bowels, then chronic uti, I lost three teeth, I gained 30 pounds. Constant fatigue, brain fog and joint pain. I was miserable and started researching and found out about breast implant illness. I had them removed (B)(6) 2021. I've spent (B)(6) of dollars in the last 4 1/2 years and there is no way those things are safe for anyone. I don't know who approved it but somebody needs to go in and do more research and I'd like to have my money back if you want to know the truth. I'm not rich and I'm retired and as much money as I spent for 4 1/2 years is ridiculous. Now I'm trying to recuperate from another surgery of having them removed. And detox from all of the toxins that are in my body now. How can (B)(6) of women be ignored?